Event description:
Physician had placed a cook sheath into the right femoral artery, but had removed the tuohy-borst and attached a cook hemostatic valve instead. On inserting the primus stent and catheter, he said it felt "tight" going through the valve. He screened the primus catheter just before it got to the distal end of the sheath. He noticed that the stent markers were not in line with the balloon markers so decided to remove the primus catheter and stent. Again, there was a feeling of "tightness" through the hemostatic valve and physician found once he'd removed the primus catheter, the stent was no longer on the balloon, but just protruding through the valve. He managed to remove the stent from the valve without incident. Another stent was then introduced through the sheath and deployed without any further difficulty.